Event description:
Info received indicated that the brakes were not working correctly. No injury alleged.

Manufacturer narrative:
Tech found that when he engaged the brake/steer pedal into brake, that the head casters would swivel. Replaced the casters to resolve this issue.